Event description:
The user facility reported breakage with the involved finecross mg. The patient had high grade stenosis of the proximal and distal segments of the coronary circumflex branch, and the terumo radial artery sheath group and medtronic ebu catheter were used during surgery. The finecross was used with a runthrough guidewire to get cross the lesion; it felt difficult to advance the finecross. The physicians tried hard several times to pull back the microcatheter and guidewire and it was found the finecross was ruptured after withdrawn. The physicians placed a new microcatheter and guidewire to complete the surgery. There was no injury to the patient and the patient was discharged from the hospital. The guide wire was wiped with gauze before advancing the microcatheter. During the process of advancing the guide wire, it was suspected that the guide wire was stuck in the microcatheter due to the adhesion of blood and contrast medium and could not move forward or backward. Therefore, the doctor removed the guide wire and microcatheter as one unit from the patient's body, and then tried to separate the guide wire and microcatheter in vitro. The guide wire and microcatheter was pulled hard, and the microcatheter finally fractured. The guidewire was not broken in the patient and no residues were left in the patient. The microcatheter was inserted twice with two different guidewires, and no contrast agent was injected. The first guidewire was used to puncture through the lesion; however, was unable, and it was retrieved from the microcatheter. Therefore, the second guidewire was used, before inserting into the microcatheter, it was wiped with a gauze with blood. Then it got stuck in the microcatheter. There was no patient injury/medical or surgical intervention required. The procedure was completed successfully, and the patient was not harmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a3b: gender: n/a a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name: unknown e1: phone number: requested, unknown e2: health professional: unknown e3: occupation: unknown the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar event reported from other facilities was found in the past complaint file. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual sample: the provided image of the catheter showed that it had been fractured and divided into two portions. Visual inspection of the catheter confirmed that the fracture had occurred at approximately 335 mm from the distal end. Visual inspection of the distal portion of catheter found it had been stretched and deformed in a wavy shape.) Magnifying inspection found that: the outer layer had been fractured and tapered near the fractured part of catheter. The inner layer had been fractured, and the reinforcement had been fractured, stretched and exposed in the vicinity of the fractured part of catheter. The catheter shaft had been stretched slightly at approximately 120 mm and at 200 mm from the distal end. There was no other anomaly such as a kink or crush in the other part of catheter. X-ray fluoroscopic inspection found that: the reinforcement had been stretched from the fractured part to approximately 500 mm from the distal end of catheter. There was no anomaly such as a breakage or blockage in the lumen in the other part of catheter. Function confirmation of the actual sample: outer diameter of the catheter (undamaged section): it met the factory's specification. No anomaly was found. Inner diameter of the catheter (undamaged section): it met the factory's specification. No anomaly was found. Based on the results of the investigation and the occurrence situation, it was inferred that this case was caused by the following mechanism as one of the possibilities. However, the cause of the occurrence could not be clarified because the guide wire used in combination was not returned. When the combined used guidewire was wiped with gauze with blood, the slid ability of the guidewire surface decreased. When the actual catheter was combined with the guidewire in the state above, they were stuck to each other. When the actual catheter and the guidewire were pulled out together from the patient body in order to release the sticking state, the actual catheter was exposed to pulling force, leading to the stretching of the outer layer and the reinforcement. When further pulling force was applied to the actual catheter, the outer layer, the inner layer and the reinforcement were fractured. Relevant instructions for use (IFU) reference: "remove the product, the guide wire and the guiding catheter altogether if any resistance is felt while withdrawing the product."